Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an f-94 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. Functional testing revealed that the device presented the f-94 alarm. The cause of the condition was determined to be a low battery, additionally causing the device to go out of configuration. To correct the condition, the battery was replaced and the device was reconfigured. The device was serviced to meet functional specifications. Should additional relevant information become available, a supplemental report will be submitted.